Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed using another system by moving the patient to another room at the time of even. The philips field service engineer (fse) visited onsite and confirmed that the control module geometry had broken which can impact geometry movements. Review of the logfile shows the device froze and could not be turned on without first being turned off. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found that several calibrations were either missing or had not been performed. The fse proceeded to complete all necessary calibrations related to geometry positions, potentiometers, and current but issue persists with the tableside geometry control. On further troubleshooting fse revealed that some wires had been pulled out. The fse also found that the potentiometer could not be set to the required voltage due to instability, indicating a faulty lateral potentiometer that needed replacement during calibration. To resolve the issue, the fse replaced both the geometry control module and the lateral potentiometer. The defective part was sent for analysis, for geo module malfunction was observed and the failure was observed as wires are pulled from the cable. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the control module geometry had broken which can impact geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.